Event description:
It was reported that intermittent occlusion alarms occurred, which caused their blood glucose level to be displayed as "high," exceeding 500 mg/dl (27.7 mmol/l). The customer took corrective actions by administering a correction injection via multiple daily injections (mdi) and did not require third-party assistance for incapacity. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin therapy.